Event description:
Follow up was conducted with the customer and the following procedural/patient information was reported. The customer reported the corrected event description as ¿internal abnormal sound¿. The intended procedure was reported as a therapeutic lobectomy and the procedure was completed with the same device. The patient was under sedation/anesthesia and there was no delay noted. The accessory devices were reported (d)(10). There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and to provide additional information based on the legal manufacturer's investigation. Patient identifier: (B)(6). Additional information provided by the customer: please see updates to b5 and d10. Follow up was conducted with the customer and the following procedural/patient information was reported. The customer reported the corrected event description as ¿internal abnormal sound¿. The intended procedure was reported as a therapeutic lobectomy and the procedure was completed with the same device. The patient was under sedation/anesthesia and there was no delay noted. The accessory devices were reported (d)(10). There were no reports of patient harm or impact associated with this event. Additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the strange noise seemed to have occurred because the screws on the chassis were detached and remained inside the device. Since the phenomenon related to the detachment of the screw had not been reported frequently, we surmised that this was an accidental failure, or a failure caused by handling. The root cause of this event was unable to be identified. The instruction manual of otv-s400 (drawing number: ra0738) describes the following, and the reported phenomenon might be prevented by following the descriptions. Do not apply excessive force to the camera control unit and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the inspection at the repair center, the reported issue was confirmed which was caused by a detached screw. Also, the evaluation found the screw on the chassis was missing. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus an abnormal sound and poor contact of video socket while using the visera 4k uhd camera control unit. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, revealed internal screws fell off and caused abnormal noise, and the bottom plate screws were missing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.